Manufacturer narrative:
The account stated that due to the cost to repair this device, the account will not be repairing the device. The device has been taken out of service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device will not go into trendelenburg.